Manufacturer narrative:
Reports received claim the end-user had raised the seating to the standing position and was in process to maneuvering the device, while stood, to a work station. It was reported that during this transition, the device fell forward 90° with the end-user remaining in the seating. It was reported the ensuing fall resulted in an injury to the end-user having suffered a broken toe. Evaluation of device did not reveal any deviations or component malfunction, however inspection shown the leg length, while in the stood position, was too high which kept the footplate support wheels from contacting the ground. With this lack of support, it would allow the device base to become unstable due to excessive weight being applied to the front of the device when seating was raised to the stood position. When adjusted correctly, the footplate support wheels would contact the ground thus transferring the client weight, while stood, to the support wheel assembly keeping the weight evenly distributed. It is unclear when or who made adjustment changes to the device as neither the service provider nor end-user were forthcoming. The device was fully tested and adjusted accordingly to meet the end-user's physical necessities. Further instruction was given to the end-user regarding use and the need to only have qualified personnel adjust or service the product. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report stating while end-user was in a stood position, driving up to a work station; alleges the device tipped forward causing the end-user and seating to fall forward to the ground. Reported end-user suffered injury as a result.